Manufacturer narrative:
(B)(4). Failure event observed during analysis. A partial lead with the lead tip measuring 46.3cm was returned for analysis. Internal insulation abrasion under the rv shock coil was noted at 5.9-6.3cm, 4.8-5.0cm, and 5.8-6.3cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.